Event description:
The device was used during an unknown procedure. The clips would not close. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Results of eval: conclusion-based upon the inquiry info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly on both of the returned instruments. No conclusion could be reached as to how the damage to the jaws occurred. However, it appears likely that the instruments may have been closed over a hard object. This inquiry was originally reported as an rpo (record purpose only). Comments-if the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.